Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-140mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 247mg/dl and 279mg/dl fasting. Reviewed meter memory: (B)(6). Customer calling stating her meter is reading high results for her. I asked customer how she is feeling, customer stated she is feeling better but she is be treating for a pneumonia and bronchitis with antibiotics and steroids (customer stated dr's explained her steroids will increase her blood sugar).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; the meter is functioning properly. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-140mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 247mg/dl and 279mg/dl fasting. Reviewed meter memory: (B)(6). Customer calling stating her meter is reading high results for her. I asked customer how she is feeling, customer stated she is feeling better but she is be treating for a pneumonia and bronchitis with antibiotics and steroids (customer stated dr's explained her steroids will increase her blood sugar).